Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a ipg replacement due to normal end of life, impedance check revealed high impedance on a contact. During the procedure on (B)(6) 2025 it was observed that the right extension seemed to have a fracture. Nothing was done to the extension. Impedances remained post op on some contacts. Therapy was not affected. Reportedly, patient has effective therapy.